Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that a patient was connected to a carescape r860 when it was alleged the unit stopped ventilating and the visual alarm did not function. It was reported that the patient desaturated to an unspecified level. The patient was re-adjusted to a bag-valve-mask, placed on a different ventilator to proceed with the case and recovered. There were no patient sequelae reported.